Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged corroded battery tube, pump error 24, pump error 23, and exposure to moisture damage found on oct 7, 2021. Pump received with frozen medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and a corroded battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged pump error 24 and pump error 23 was unable to be confirmed due to a frozen medtronic logo. Frozen medtronic logo was confirmed during analysis due to moisture damage on the pcba 1 and a corroded battery tube. Unable to download traces and history files confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error alarm. There was corrosion in the battery and little rust. Customer was able to clear the pump errors, power loss alarm and program the pump. Number of alarm occurrences were one. Customer was assisted with trouble shooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.